Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate which caused the pump to declare and empty cartridge alarm. Customer¿s blood glucose was in the upper 200's mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.